Manufacturer narrative:
This report is associated with argus (B)(4), polident.

Event description:
They swallowed one of the polident tablets [accidental device ingestion] . Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a patient who received double salt denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of product. The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of product were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional details: this adverse event information was received on 30 may 2017. The caller called to find out what will happen to their patient because they swallowed one of the polident tablets. There was no other information obtained because the caller hung up.